Event description:
It was reported that the device was being returned for repair. The device was analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery drawer was broken. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release, lead flex cover and battery flex were contaminated, the ring and two side bails were missing and the battery drawer o-ring was missing.